Event description:
It was reported that the customer was hospitalized due to hyperglycemia. The blood glucose reading at time of call was 428mg/dl, and she was treated with lantus injections. Troubleshooting was performed. The time, date, and basal rate were correct. However, the bolus wizard was incorrect. Assisted the customer to correct them. Reviewed the alarm history and found the last alarm when the battery was removed in the hospital. Performed the high pressure test and passed. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.